Event description:
During manual ventilation with ambu bag during transport of an intensive care unit (ICU) patient from emergency room CT scanner to medical intensive care unit (micu), the respiratory therapist noticed that the positive end expiratory pressure (peep) valve did not fit as tightly as it used to. Then, the peep valve fell off of the ambu bag. The peep valve was set at 15 cm h2o. The patient needed cardiopulmonary resuscitation (CPR) immediately following the loss of the peep valve. The patient was successfully resuscitated. Later, the respiratory therapy manager found out that the peep valve had changed, but the distributor and catalog number were the same (entirely different peep valve than previously stocked peep valve). Distributor never told facility about this change in peep valve. A formal complaint was lodged with the distributor over this oversight and lack of communication. A formal complaint was lodged with carefusion as there was no communication regarding the change of the peep valve product's specifications.